Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
The physician was attempting to perform a subclavian artery angioplasty. During the mount upon the 0.014 guidewire, a shift of the sheath occurred. When trying to retract the device, the stent was fully deployed. Evaluation summary: the protege rx self-expanding peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. The protege rx stent delivery system, (sds), was returned inside a sealed pouch inside a (B)(6) large pak bag inside a (B)(6) box. A deployed stent encased the strain relief of the device and was loose inside the pouch. The outer sheath was pulled backed proximal to the retainer. A kink in the distal braid of the sds was noted at a fold in the pouch. The deployment paddle was approximately 50mm from the tuohy-borst valve. The stent, strain relief, distal tip and retainer were examined: no abnormalities or deformities were noted. A kink was noted at the distal end of the polymer support tube distal to the retainer. Please note that this device (protege rx) is not approved for use in the subclavian artery.